Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was free of the pain. It was noted that the patient had not worn the stimulator for "at least two years" but had kept it charged. It was noted that the patient had not turned his system on in at least one month prior to the report. It was noted that there were high impedances and contacts 0-7 had measurements of over 3600 ohms. It was noted that the patient wanted his stimulator explanted since he was "pain free." There were no patient symptoms or injuries related to this event. Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up information reported no diagnostics were performed and the patient¿s implantable neurostimulator (ins) could not be interrogated because the patient had quit charging the battery. Further follow up information received reported that the patient¿s ins device was explanted. It was noted that the patient had a workers compensation injury and used the device throughout their rehabilitation. Once their rehabilitation was completed the patient¿s pain was gone. The patient maintained a charge on the ins for the last year but was not using it for pain relief because they were well. It was reported that the reason for the explant was that the patient needed an MRI. It was noted that the impedance issues were likely due to a fall at the patient¿s workplace but were not the cause for the explantation. If additional information is received, a follow up report will be sent.

Event description:
Additional information indicated that the patient and the surgeon were in the process of scheduling his surgery later in the summer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID: 377760 lot# v000468, implanted: 2005 (B)(6), product type lead product ID: 377760 lot# v000468, implanted: 2005 (B)(6), product type lead. (B)(4).